Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4864768,I,SI,1,Edwards SAPIEN XT,9300TFX23,2993;4964547,I,SI,4,Edwards SAPIEN XT,9300TFX29,2993;4966054,I,SI,2,Edwards SAPIEN XT,9300TFX26,2993;4976010,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4976332,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4989677,I,SI,0,Edwards SAPIEN XT,9300TFX29,2993;5019387,I,SI,0,Edwards SAPIEN XT,9300TFX29,2993;5019387,I,SI,0,Edwards SAPIEN XT,9300TFX29,3190;5045495,I,SI,5,Edwards SAPIEN XT,9300TFX23,2993;5066185,I,SI,2,Edwards SAPIEN XT,9300TFX26,2993;5065914,I,SI,2,Edwards SAPIEN XT,9300TFX29,3190

Manufacturer narrative:
EXEMPTION NUMBER E2016006, THIS REPORT SUMMARIZES THE 11 SERIOUS INJURY EVENTS. COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN XT VALVE). ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WITH THE NOE TAGS PENDING FINAL MIGRATION FROM THE ESUBMITTER TEST ACCOUNT TO ESUBMITTER PRODUCTION ACCOUNT.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR NOVEMBER 20TH, 2018 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN XT VALVE.